Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information related to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector and the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, corrosion was found on the power connector and in device. In addition, foam particles inside the blower kit observed. This incident has been deemed reportable due to the corrosion found on the power connector and unit scrapped.